Event description:
It was reported that customer had unexplained high blood glucose of 22.5 mmol/l, which was treated with a bolus delivery. Customer was not feeling well and was very thirsty and tired. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. After troubleshooting, customer reported that drive support cap was damaged and corner of display screen was cracked. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.